Manufacturer narrative:
A correlation between the evaluation of the left ventricular assist system (lvas) and the reported hemorrhagic stroke, elevated lactate dehydrogenase (ldh), and suspected thrombus could not be conclusively determined. The pump was returned assembled with driveline cut less than 1 inch from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, depositions of post-mortem blood were found in the lumen of the outflow elbow and on the body of the rotor. Examination of the remaining blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption compared to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced report of history of hemorrhagic stroke and elevated ldh with suspected pump thrombosis is reported under medwatch MFR report # 2916596-2016-01007. (B)(4). Approximate age of device- 2 years and 6 months. The explanted pump was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018 the patient developed confusion and slurred speech. The patient was taken to the emergency room at an outside hospital and a head CT confirmed a large left parenchymal hemorrhage(6x4 cm). At the time of the event, the patient¿s inr was 3.1. The patient suffered from cortical visual loss and inability to formulate meaningful sentences. The patient was transferred to the implanting center and per neurosurgeon consult, the patient had "permanent disabilities that would require 24/7 care". The patient was placed on comfort care with the vad on. On (B)(6) 2018, the patient¿s lactate dehydrogenase was 574 u/l. On (B)(6) 2018, the patient started having seizures on date of transfer to local hospital for hospice services. The pump was deactivated on (B)(6) 2018 at 2130 and the patient passed away on the following day. The week prior to the event the patient was started on lovenox twice daily for a few days in response to an inr of 1.3. A recheck inr prior to (B)(6) 2018 was 2.5. It was reported that the patient had a history of right hemorrhagic stroke post vad requiring a craniotomy; as well as elevated ldh levels with suspected pump thrombosis.